Manufacturer narrative:
Investigation evaluation: as received, we can confirm the reported event. The coating on the catheter is very brittle and has cracked and flaked off on a significant portion of the catheter, from the handle to the distal end. The device was returned to the supplier for further evaluation. The supplier provided the following information on (B)(6) 2016: the device as returned could not be evaluated for deployment. The clip had already been deployed from the catheter and was not returned with the device. Regarding the broken and detached catheter coating, throughout the entire working length of the device, the coating of the coiled cable was either cracked, flaking, or missing. Upon evaluation of the coating under the handle area and disassembly of the distal end, the coating did not exhibit any flaking or cracking. The entire device showed large pieces of coating that seemed cracked, stretched, and missing in certain areas of the device. The device history records were reviewed. These orders were manufactured in february 2014. Each order had devices rejected for unrelated malfunctions. However, the lot history record did not indicate any issues with the coating of the cable. No relevant defects were noted on the inspection records for the coated cable. A review of the complaint history files revealed a similar issue was reported in late 2014. This incident involved two devices that were manufactured from multiple different orders. Even though these devices were for a different product number, the same type of coated cable was used. The product did not have the defect confirmed. The cables for the previous affected devices were manufactured from multiple coating material lots in 2014. These lots were used to produce approximately (B)(4) coated cables in 2014. During the previous investigation, this issue was referred to an expert at the coating supplier. The technical expert reviewed the processing parameters and stated that the "process temperatures and drying temperatures are within suggested parameters. Sterilization should not be an issue with this material. Due to the limited number of failures, I do not suspect a material, process or sterilization issue." It is highly unlikely based on the number of coated cables produced, and the relatively low occurrence rate of this defect, that this event is material related. Based on the fact that the material under the distal end components did not exhibit the same cracking condition as the exposed portion of the catheter, the coating cracking appears to be related to exposure of the device to an unknown substance or condition. The root cause of the coating damage issue experienced by the customer could not be determined. No corrective action will be taken at this time for this issue. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual product handling and storage conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Instructions for use instructs the user to visually inspect for kinks, bends or breaks, and if an abnormality is noted that would prohibit proper working condition, do not use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: as received, we can confirm the reported event. The coating on the catheter is very brittle and has cracked and/or flaked off on a significant portion of the catheter from the handle to the distal end. The device will be returned to the supplier for further evaluation. A follow up report will be generated once the supplier's evaluation is received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(6) 2016, we received the following information: during an endoscopic procedure, the physician used a cook instinct endoscopic hemoclip. During the procedure, the catheter broke off. On 26 january 2016, we received the following additional information: when placing the clip, the catheter broke. The clip was perfect in correct position. The catheter broke and detached inside the endoscope. The clip detached in the closed position. The device was received for evaluation on 04 february 2016. The coating on the catheter was flaking off.